Event description:
The customer received a blood glucose reading of 140mg/dl on the contour next link, retested on a different meter and the reading was 67mg/dl, and felt dizzy, shaky and confused. She drank orange juice and felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No evidence of an adverse event. The test strips were not expected to be returned. Strip information was not provided. Replacement meter was sent to the customer.